Event description:
It was reported that a 60-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant using mammogram, ultrasound, and magnetic resonance imaging. As a result, the patient underwent bilateral removal and replacement with 350cc mentor memorygel breast implants on (B)(6) 2022. Two devices returned for evaluation. Both of which had the same lot number and no identifying side designations. As such, both devices were inspected, and both discovered to have damage. Since both devices were damaged, this file was created to document the event. The following device will be referred to as device a. Refer to manufacturing report number 1645337-2022-09316 for the contralateral event.

Manufacturer narrative:
Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear measuring approximately 0.8 cm extending to a missing material of 0.6 x 0.3 cm on the posterior view. Additionally, an area of siltex cracking was observed on the edges of the tear and the missing material. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast augmentation. Manufacturer¿s reference number: (B)(4).